Event description:
It was reported that the patient faced an event where infusion set was found accidentally pulled out during use to tubing caught on something on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Name: tandem. Country: united states. Street: 11045 roselle street san diego. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.